Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site, performed fault search and diagnosis reconfigured ECG data transmission that was completed successfully. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined, and the reported problem was not confirmed. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the difficulties with receiving ECG. There was no patient involvement.